Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had colon and bowel issues prior to evaluation. Patient described stimulation as a stinging and that they were annoyed by stimulation and turned it off. Patient turned it on again at a comfortable level. Patient had not had a bowel movement in 48 hours and stated they had fecal incontinence the other day and stool was very loose. It was later reported patient did not sleep well and thought the lead moved because they were not feeling stimulation and had some symptoms returned. Patient was turning up stimulation and stated they had discomfort. It was advised to turn down but patient stated they will just get used to it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.